Event description:
Falsely elevated troponin I results were obtained on two pt samples. The results were reported to the physician who questioned the results. The original samples were repeated and a result of 0.00/0.00 ng/ml was obtained. Pt treatment was not prescribed or altered and there was no report of adverse health consequences to the pt as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause of the falsely elevated troponin I results is unk.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results is unk. The instrument is performing within specifications.

Event description:
Falsely elevated troponin I results were obtained on two pt samples. The results were reported to the physician who questioned the results. The original samples were repeated and a result of 0.00/0.00 ng/ml was obtained. Pt treatment was not prescribed or altered and there was no report of adverse health consequences to the pt as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause of the falsely elevated troponin I results is unk.